Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 419478 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing. The lead remains in use. No patient complications have been reported as a result of this event.